Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter (B)(4).

Event description:
It was reported that a critical alarm started sounding the night before the date of this report. Telemetry had not yet been performed. The patient was referred to the healthcare professional (hcp). The hcp later reported that the patient missed the refill appointment despite repeated calls. The pump was used to infuse fentanyl, bupivacaine, and baclofen (unknown). No interventions or outcome reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.